Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm between 49 and 71 hours, the site was swollen, irritated, infected with a purulent lump. The patient visited the doctor's office, where was prescribed antibiotics (clarithromycin 500mg) to be taken twice a day for 7 days. The pod is not available for return.